Event description:
The customer reported the system's up and down movements were inoperable. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A cable contact problem was found and repaired. The system was then found to be operating as intended.